Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor had an error message and communication issue. The programmer was rebooted, and the device was reconnected. The patient was stable.